Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent aortic mechanical heart valve was implanted. It was reported that the physician "noted a difference in the performance of one leaflet." On (B)(6) 2025, partial blockage of one hemidisc of the aortic prosthesis was observed. Reoperation was performed and the valve was replaced with a 23mm non-abbott valve. The patient was reported to have been discharged.

Event description:
N/a.

Manufacturer narrative:
Explant due to difference in the performance of one leaflet was reported. Also reported that there was a partial blockage of one hemidisc of the aortic prosthesis observed. The device was returned to abbott and the investigation found no anomalies with the valve. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.